Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd thereapy. Hp reported they were unable to drain. While assessing the current situation with the hp. The hp noted the supply bag had fallen off and became separated from the homechoice set. Reportedly, the hp respiked the same solution bag with the same homechoice set. The technician assisted the hp in ending therapy at time of call and advised the hp to set up with new supplies or do manual dialysis. The hp was also advised to contact their rn. Follow up with the hp's rn indicated therapy was completed and no patient injury or medical intervention resulted from reported incident.